Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after reporting hematuria and high watt alarms. The site decided to do a pump exchange on (B)(6) 2018. The morning of the surgery the power dropped into acceptable ranges before the surgery. The site made the decision to continue with the elective pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation revealed that the associated device met all requirements prior to release. Review of log files was not performed since log files covering the reported event date were not available for analysis. As a result the reported "high watts" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion, high flows, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.